Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was bringing down station. A field service engineer (fse) found that both drawer controller and pyxibus module controller boards were bad. Fse verified boards were bad by using multi meter and replaced boards, configured drawer in application issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, screen was black and station was showing offline on remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.